Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch and unlocked lcd keypad connector. No button error alarm noted. The insulin pump was unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating software and button error on the insulin pump. The customer's blood glucose was 170 mg/dl. The customer stated that she gave herself a bolus and the pump alarmed software error. The customer stated that the alarm did not occur while trying to change settings on pump using paradigm pal software. The customer stated that the act button on her pump is not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.